Event description:
A consumer implanted for spinal pain that after surgery while they were still very sedated the manufacturer's representative (rep) used the implantable neurostimulator (ins) device to give them an electric shock to wake them up. The consumer was sedated and unable to be fully coherent of the situation, but felt the strong shock that was painful. Following this the consumer's toes in their right foot were numb, like they were paralyzed, and they couldn't walk with their right foot for two days and had to be carried into the house. As of (B)(6) 2016 the consumer was still hurting from their back to front side, which was never there before. However, the rep. Later reported that although they were present for the consumer's surgery the doctor wanted the consumer awake during their surgery in order to feel stimulation for programming, but they remained sedated for several hours. After several hours passed the rep. Attempted programming while the consumer was still partially sedated. After the programming session the rep. Made several attempts to contact the consumer to confirm proper coverage had been established, but the consumer failed to return of their calls. The rep. Was unaware of shocking post-operative or any other symptoms the consumer experienced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.